Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced urinary retention, so a foley catheter was used which caused the erosion of both cylinders out of his glans. The device was removed. No further patient complications were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: patient codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing a pre-existing urinary retention, so a foley catheter was used which caused the erosion of both cylinders out of his glans. The device was removed. No further patient complications were reported.